Event description:
It was reported to philips that the flex pc failed to power up automatically, requiring manual intervention on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided bios configuration instructions, with follow-up pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).